Manufacturer narrative:
The root cause is attributed to a defective component. The inner and outer grip springs were found to be bent, causing the gimbal grip levers not to open properly and fail the grip calibration test during failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon side console (ssc) right master tool manipulator (mtm) was not functioning properly. The right mtm grip was sticking. When the surgeon squeezed the right mtm it would close but didn't spring back open. The surgeon continued with the other ssc. The procedure was completing robotically with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The fse replaced the surgeon side console (ssc) right master tool manipulator (mtm) due to the sticking finger loops on the gimbal. The system was tested and verified as ready for use. Isi has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis, and the reported failure related to right grip sticking was able to be reproduced during calibration. During evaluation, the inner and outer grip springs were found to be bent, causing the gimbal grip levers not to open properly and fail the grip calibration test.